Event description:
It was reported that the customer experienced a blood glucose (bg) level of 2.7 mmol/l; cause was unknown. Customer assumed pump would suspend insulin delivery as control iq technology was off; however, pump functioned as intended and reverted to personal profile settings for insulin therapy. Customer consumed carbohydrates to address bg level. Customer declined further troubleshooting.